Manufacturer narrative:
Evaluation summary: all products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The sample has been received and investigated: the sample was returned in an open secondary package. The sample included labels, instructions for use and shunt delivery system. No shunt was returned. The shunt delivery system wire was slightly pressed down. The shunt delivery system wire was protruded from the cannula opening. The root cause is inconclusive - unable to verify as the shunt delivery system trigger was operated and no shunt was returned. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, the gfd would not release from the delivery system. The surgery was completed after converting the procedure type to a trabeculectomy. Additional information has been requested.